Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the occlusion, unexpected restart or excessive no delivery alarm tests due to the motor error alarm. The pump passed the self test and all operating currents measurements were within the specifications. No unexpected low battery or off no power alarms were noted. The pump was received with minor scratches on the display window, a cracked reservoir tube lip and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 88 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error and cannot rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.